Event description:
Surgeon noticed that set screws had back outed and has subsequently revised . This was surgeons first case either response, and did not use the reduction tower at the bottom of the construct. Handles torque were returned and found to be in calibration.